Event description:
It was reported that the head of the screw sheared off during attempted insertion. The body of the screw remained in the patient's bone. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet sternalock blu system screw catalog #: 73-2418 lot #: unknown qty. 2. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00392 and 0001032347-2022-00393.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the three returned screws. All three screws show signs of attempted use including marking/scratching on the screw heads. Two of the screws have fractured just below where the screw head meets the screw shaft. The third screw has marking on the screw tip but has not fractured. The screw also has thread damage. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.